Manufacturer narrative:
A ge rep evaluated the system and replaced the 90v and 24v supplies. System operates as intended.

Event description:
Customer reported the c-arm is having heating problems and is not working. No pt injury was reported.